Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with failed battery test alarm. The blood glucose was 3.4 mmol/l at the time of the incident. Customer stated that the cap in not fully screwed on and so he put the activity guard to hold it down, but again today it is happening. Customer stated that, he can not fully turn the battery cap and then customer received failed battery test. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Failed battery test due to corroded battery tube and battery cap contact. Unable to perform the self test, displacement test due to failed battery test anomaly. Pump passed stop current and run current test. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.